Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise due to suspected lead insulation anomaly. There was no change in the lead impedance and pacing threshold. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.